Event description:
The karl storz flexible intubation video endoscope (part #11302 bdx) has a channel that requires cleaning. According to aami st91 pre-cleaning should begin at the point of use. The IFU for the karl storz product #11302bdx does not include point of use cleaning for the channel, it only discusses cleaning the exterior of the scope. Not having the pre-cleaning step of flushing fluids through the channel can result in the formation of bio-film.